Event description:
During a pta in a shunt anastomosis using a venous approach, the balloon ruptured at nominal presure after several inflations. There was severe calcification at the target site. The dilatation was sufficient enough where the use of the second ballon was not warranted. There was no adverse consequence to the patient.